Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed a hole in the pebax of the smart touch bidirectional sf catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The instructions for use contain the following warning stated in the carto 3 system manual: before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. Also, do not continue the use of the catheter if is not functioning properly or present physical damage. A manufacturing record evaluation was performed for the finished device 30610312l number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. The finding was identified on (B)(6) 2022. It was initially reported by the customer that during the procedure, there was blood on the spring area of the ablation catheter--just proximal to the tip. This occurred after the catheter had been inserted into the right atrium (ra), and the catheter had been withdrawn from the body. The blood appeared to be under the coating. The catheter was replaced. The procedure was completed with the new device without any patient consequences. Additionally, the physician confirmed that there was no difficulty in removing the catheter. And there was no physical damage seen on the catheter. Foreign material (blood) inside of the pebax is not MDR-reportable. Hole in the pebax is MDR-reportable.